Manufacturer narrative:
(B)(4) section d4 complete device identification information was not provided. Section h11: the subject mr290v vented autofeed humidifcation chamber provided with the rt266 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel (f&p) healthcare field representative that two mr290v vented autofeed humidification chambers provided with an rt266 dual heated infant circuit kit with evaqua 2 technology was cracked and leaking water during use. There were no reported patient consequences.